Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6 photo analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional later reported right side intracapsular rupture, and capsular contracture baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4; b3; b5; b6; d6a; g2.

Event description:
Patient reported right side "diagnosed with capsular contracture" baker grade unknown and "intracapsular rupture". Device remains implanted.

Manufacturer narrative:
Clarification to d.4. Device information: sides were not specified on the provided tag. It will be considered from left to right. Inspira tsx, n-tsx560, 560g #1 - lot 2959018; sn (B)(6). #2 - lot 2959018; sn (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade unknown.